Event description:
It was reported that during device prep, the balloons on 2 model 120805fp catheters, lot 63447579, had holes like a sprinkler when the tech tried to expand them. The surgeon also attempted to test the balloons using the manufacturer recommended amount of saline, never more. Heparinized saline was also tested and again with just air. There was no injury to the patient. One of the devices was available for return.

Manufacturer narrative:
Our product evaluation lab received one model 120805f catheter. The balloon latex appeared deteriorated with multiple cracks and tears evident. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal balloon windings to check balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment was generated earlier to cover the balloons with fragmentations for embolectomy products. A CAPA was initiated to address the balloon latex deterioration failure for embolectomy catheters and is currently in the implementation phase.